Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral cornuectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, hepatitis, night sweats, weight loss, hair thinning, headache and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In august 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian mass ("ovarian mass") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyomas"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, norethisterone acetate (aygestin), macrogol 3350 (miralax) and surgery (bilateral coronectomy salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and alopecia was resolving and the abdominal pain, dysmenorrhoea, uterine leiomyoma and ovarian mass outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2012: no intraperitoneal spill of contrast status post essure device placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : metrorrhagia, fatigue, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, other injury (ies) or complication please describe: uterine leiomyoma's ovarian mass were added. Lab data, concomitant medication and condition were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral cornuectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and blood pressure high. Concurrent conditions included uterine bleeding, hepatitis, night sweats, weight loss, hair thinning, headache and anxiety. Concomitant products included gabapentin, lisinopril, medroxyprogesterone acetate (depo provera) and trazodone. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian mass ("ovarian mass") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyomas"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, norethisterone acetate (aygestin), macrogol 3350 (miralax) and surgery (bilateral cornuectomy salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, fatigue and alopecia was resolving and the uterine leiomyoma and ovarian mass outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2012: no intraperitoneal spill of contrast status post essure device placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : metrorrhagia, fatigue, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received: event dysmenorrhea and abdominal pain outcome updated. Concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and blood pressure high. Concurrent conditions included uterine bleeding, hepatitis, night sweats, weight loss, hair thinning, headache and anxiety. Concomitant products included gabapentin, lisinopril, medroxyprogesterone acetate (depo provera) and trazodone. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian mass ("ovarian mass") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyomas"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, norethisterone acetate (aygestin), macrogol 3350 (miralax) and surgery (bilateral cornuectomy salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, fatigue and alopecia was resolving and the uterine leiomyoma and ovarian mass outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: tubes were bilaterally blocked.. X-ray - on (B)(6) 2012: no intraperitoneal spill of contrast status post essure device placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : metrorrhagia, fatigue, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received lab data was updated. EU mir tab added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of blood pressure high and diabetes. Concurrent conditions were listed as anxiety, headache, hair thinning, weight loss, night sweats, hepatitis and uterine bleeding. Concomitant products included trazodone, gabapentin, lisinopril and depo provera (medroxyprogesterone acetate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required). In (B)(6) 2012 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian mass ("ovarian mass") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyomas"). An unknown time later she experienced genital haemorrhage (seriousness criterion medically important) and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, aygestin (norethisterone acetate) and miralax (macrogol 3350) as well as surgery to remove essure (bilateral cornuectomy salpingectomy) on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, heavy menstrual bleeding, fatigue and alopecia were resolving and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The outcomes for uterine leiomyoma and ovarian mass were unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation. Date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: tubes were bilaterally blocked. [X-ray] on (B)(6) 2012: no intraperitoneal spill of contrast status post. Essure device placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : metrorrhagia, fatigue, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Lawyer reporter , reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of blood pressure high and diabetes. Concurrent conditions were listed as anxiety, headache, hair thinning, weight loss, night sweats, hepatitis and uterine bleeding. Concomitant products included trazodone, gabapentin, lisinopril and depo provera (medroxyprogesterone acetate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required). In (B)(6) 2012 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian mass ("ovarian mass") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyomas"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important) and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, aygestin (norethisterone acetate) and miralax (macrogol 3350) as well as surgery (bilateral cornuectomy salpingectomy)). At the time of the report, the vaginal haemorrhage, heavy menstrual bleeding, fatigue and alopecia were resolving and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The outcomes for uterine leiomyoma and ovarian mass were unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Surgery was much more severe than a tubal ligation. Date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: tubes were bilaterally blocked. [X-ray] on (B)(6) 2012: no intraperitoneal spill of contrast status post essure device placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.